Event description:
It was reported that the right ventricular (rv) lead exhibited pauses from oversensing and sensing integrity counter (sic). The lead was reprogrammed to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.